Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left renal artery. Following advancement of a non-bsc introducer sheath, a 7french guidewire was advanced and crossed the lesion. Pre-dilation was preformed using a 5.0mmx15mmx80cm (4f) sterling balloon; however the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon. No patient complications were reported and the patient's status was fine.